Event description:
This unsolicited device case from united states was received on 01-mar-2016 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and developed left leg in terrible pain/ left leg began hurting, left leg swollen, swelling in her left knee, could hardly stand, knee effusion, leg is numb like pins, needles/ felt like it was sleeping and could not walk. Patient's medical history included rheumatoid arthritis. No concurrent condition was reported. Concomitant medication included methotrexate. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in left knee for osteoarthritis. It was reported that the patient had a reaction to the injection. On (B)(6) 2016, 1 day after receiving the injection, patient's left leg began hurting and became more painful than after the injection. The same day, patient's leg was swollen, had swelling in left knee and she could hardly stand. According to doctor, patient had a reaction to injection. The patient went into doctor's office and was given pain medicine, but it did not touched her knee. On an unspecified date in 2016, after unknown latency, doctor withdrew some fluid from patient's knee and tested it for bacteria. It was reported that the results were fine and they injected cortisone into patient's knee. Further reported that same evening patient could not walk and her leg was even more swollen. Patient's daughter called the ambulance and patient went to the emergency room because her leg was so painful. Patient was given morphine in the emergency room. Patient's doctor ordered her to take a prednisone pack and the swelling had gone down. It was reported that the patient was wearing a support stocking because from above the left knee all of the way down her leg it was numb like pins and needles and patient constantly felt like it was sleeping. The patient was taken off all of her medications. Reportedly, patient did not had methotrexate or the prednisone pack since 6 weeks and wanted to know if she could receive the shingles vaccine and if synvisc one would effect the shingles injection as patient did not wanted to have another reaction. Also reported that the patient had been miserable since receiving the synvisc-one injection. Corrective treatment: cortisone, morphine for left leg in terrible pain/ left leg began hurting, cortisone, morphine and prednisone pack for left leg swollen, cortisone for knee effusion and could not walk, prednisone pack for swelling in her left knee and not reported for other events. Outcome: recovering for left leg swollen and swelling in her left knee and unknown for all other events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for left leg in terrible pain/ left leg began hurting, left leg swollen, swelling in her left knee, could hardly stand, could not walk and knee effusion. Pharmacovigilance comment: sanofi comment dated 04-mar-2016: this case concerns a patient who was treated with synvisc one injection and later she had left leg pain, left leg swelling, difficulty standing, could not walk, left knee swelling, knee effusion and left leg numbness. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on 01-mar-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and developed left leg in terrible pain/ left leg began hurting, left leg swollen, swelling in her left knee, could hardly stand, knee effusion, leg is numb like pins, needles/ felt like it was sleeping and could not walk. Patient's medical history included rheumatoid arthritis. No concurrent condition was reported. Concomitant medication included methotrexate. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in left knee for osteoarthritis. It was reported that the patient had a reaction to the injection. On (B)(6) 2016, 1 day after receiving the injection, patient's left leg began hurting and became more painful than after the injection. The same day, patient's leg was swollen, had swelling in left knee and she could hardly stand. According to doctor, patient had a reaction to injection. The patient went into doctor's office and was given pain medicine, but it did not touched her knee. On an unspecified date in 2016, after unknown latency, doctor withdrew some fluid from patient's knee and tested it for bacteria. It was reported that the results were fine and they injected cortisone into patient's knee. Further reported that same evening patient could not walk and her leg was even more swollen. Patient's daughter called the ambulance and patient went to the emergency room because her leg was so painful. Patient was given morphine in the emergency room. Patient's doctor ordered her to take a prednisone pack and the swelling had gone down. It was reported that the patient was wearing a support stocking because from above the left knee all of the way down her leg it was numb like pins and needles and patient constantly felt like it was sleeping. The patient was taken off all of her medications. Reportedly, patient did not had methotrexate or the prednisone pack since 6 weeks and wanted to know if she could receive the shingles vaccine and if synvisc one would effect the shingles injection as patient did not wanted to have another reaction. Also reported that the patient had been miserable since receiving the synvisc-one injection. Corrective treatment: cortisone, morphine for left leg in terrible pain/ left leg began hurting, cortisone, morphine and prednisone pack for left leg swollen, cortisone for knee effusion and could not walk, prednisone pack for swelling in her left knee and not reported for other events. Outcome: recovering for left leg swollen and swelling in her left knee and unknown for all other events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for left leg in terrible pain/ left leg began hurting, left leg swollen, swelling in her left knee, could hardly stand, could not walk and knee effusion additional information was received on 10-mar-2016. Ptc number and results were added and text was amended accordingly. Pharmacovigilance comment: (B)(4) company follow up comment dated 10-mar-2016: the follow up information received does not change previous case assessment. (B)(4) comment dated 04-mar-2016: this case concerns a patient who was treated with synvisc one injection and later she had left leg pain, left leg swelling, difficulty standing, could not walk, left knee swelling, knee effusion and left leg numbness. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.